Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
On (B)(6) 2015, the device was implanted via v-p shunt to a patient with sah and meningitis ((B)(6)-year-old male). The initial setting pressure was 70mmh2o. A few days after the implantation, it was noted that the number of white blood cells increased and the ventricles of the patient's brain became large. The surgeon suspected the occlusion of the device due to biological debris and removed it on (B)(6) 2015. The patient is currently drained from cerebral ventricle and his condition has improved.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: a needle hole in the needle chamber was noted, no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested, only leaked from the needle hole in the needle chamber. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3842 with lot crpbyc, conformed to the specifications when released to stock on the 5th february 2015. No root cause could be determined as the problem reported by the customer was not confirmed. Based on the results of this investigation ,no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.